Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). It was reported that patient underwent mesh revision/removal on (B)(6) 2005 due to erosion of foreign body per vagina and undefined recurrent. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with ovarian cystectomy, lysis of adhesions along with left pelvic sidewall, cystocele repair and hysterectomy due to dysmenorrhea, chronic pelvic pain, cystocele and sui. It was reported that patient underwent vesicovaginal fistula repair on (B)(6) 2003 and (B)(6) 2003. It was reported that the patient underwent excision of mesh on (B)(6) 2003. It was reported that the patient was underwent mesh revision on (B)(6) 2004. It was reported that following insertion the patient experienced perforation of vaginal wall, recurrence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.